Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation it was noted that the right atrial lead was dislodged, confirmed with fluoroscopy. It was further noted that the patient has a significant size atrium therefore it makes it nearly impossible for a passive lead to not dislodge. This was not a product failure. The lead was explanted and replaced. The patient was stable pre, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.